Manufacturer narrative:
The field service technician was able to confirm the reported event that the smoke evacuator was not working. The root cause was determined to be due to the smoke evacuator motor. A failure of the motor control electronics can result in the smoke evacuator not functioning. The technician replaced the smoke evacuator motor at the customer site and the rover functioned as intended.

Event description:
It was reported that the smoke evacuator of the neptune rover with smoke evac and power pole was shutting down intermittently during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the smoke evacuator of the neptune rover with smoke evac and power pole was shutting down intermittently during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.